Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal,') and myocardial infarction ('heart attack') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced myocardial infarction (seriousness criterion medically significant) and tooth fracture ("tooth are cracking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal, myocardial infarction and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal,') and myocardial infarction ('heart attack') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced myocardial infarction (seriousness criterion medically significant) and tooth fracture ("tooth are cracking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal, myocardial infarction and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report